Event description:
Sculptra injections caused lumps in my jawline and under my eyes that have not responded to steroid injections. Dose or amount: unknown, frequency: 3 times. Dates of use: 2006. Diagnosis or reason for use: cosmetic. Event abated after use stopped or dose reduced: no.